Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd luer-lok¿ syringe sterile, single use was found leaking as ¿a ¿bubble¿ extended completely through the syringe wall. The defect allowed material (in this case, drug product) to leak to outside of the syringe.¿ there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation results: one photo depicting a 5ml syringe received at bd canaan, from unknown batch number (p/n 309645). Photo evaluation was performed. It is unclear from the image to identify the product defect in question. Based on photo evaluation, leakage is unconfirmed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect since no physical samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Based on the severity and occurrence a CAPA is not necessary. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.